Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14475. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial and right ventricular leads were sensing noise. A procedure was performed to explant and replace the two leads. During procedure, there was a vein tear and the patient's blood pressure dropped dramatically. Emergency surgery was performed to repair the damage and the patient stabilized. The leads were explanted and replaced successfully. The patient was intubated and stable.

Manufacturer narrative:
Only the connector portion of lead was returned in one piece measuring 4.7 cm. The reported event of sensing noise was not confirmed. Analysis was normal.